Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 31.5, 33.0, and 46.5 cm from the hub. Conclusions: evaluation of the returned device confirmed that the cat8 was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated during use, damage such as this may occur. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician removed the cat8 to flush the catheter after making a pass; however, the physician then noticed that cat8 had become kinked in the mid-shaft while in use with a non-penumbra sheath. Therefore, the cat8 was not reused, and the procedure was successfully completed using percutaneous transluminal angioplasty (pta) and non-penumbra stent retrievers. There was no report of an adverse effect to the patient.